Manufacturer narrative:
E1: patient city: (B)(4). Patient country: australia. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in australia on 19-august-2024, it was reported by the patient he receive an alarm and hospitalized for 12 hours due to hyperglycemia high ketones. Blood glucose level was 21.6 mmol/l and treated by insulin syringe. Ketones level was 2. Symptoms at the time of hospitalization headache increase of urination. No further information was available.